Event description:
During a coronary artery bypass graft, a vein dilator was being manipulated by surgeon and broke inside the chest, leaving 2.2 cm probe tip inside the pericardium. Surgeon did an extensive visual and manual search of the chest cavity and pleural space. Tip was visualized on c-arm x-ray but surgeon could not locate the probe tip.